Event description:
It was reported that the patient has not been able to sit following a fall. It was also reported that the patient's back was numb. The patient was going to the emergency room. Additional information has been requested, but was not available as of the date of this report.